Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported sensed noise was confirmed in the laboratory. The cause of the noise is believed to be due to a connection issue caused by silicone, septum material found inside of the v ring setscrew hex cavity. The silicone prevented full insertion of the torque driver into the hex cavity. When pressure was applied to tighten the setscrew, the hex cavity was stripped. The device was tested on the bench. No anomalies were found. After replacing the v ring setscrew, the device performed normally.

Event description:
It was reported that there were two-oversensed episodes. It is not known if there was a lead issue or loose connection on the ICD.